Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided section d6a: if implanted, give date: not applicable, as the handpiece is not an implantable device. Section d6b: if explanted, give date: not applicable, as the handpiece is not an implantable device. Device evaluation: a field service engineer (fse) visited site and tested system and no issues were found, all cases were completed. System is performing to specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had rent on the capsule bag. The case was able to be completed and the intraocular lens (iol) was implanted as intended. No other patient information was provided.